Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual rise in shock impedances. At this time, the impedances have now become out of range at 125 ohms. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Gradual rise was observed and calcification was the cause. In addition, it was noted that the battery at 7 months some days ago and now went to elective replacement indicator (eri) within 4 days. Which was believed to be caused by extended charge times. This patient had an left ventricular assist device (lvad) and the patient was placed on a life vest awaiting the extraction of the products. The plan will be extract both products. Currently, this product remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Procedure performed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Gradual rise was observed and calcification was the cause. In addition, it was noted that the battery at 7 months some days ago and now went to elective replacement indicator (eri) within 4 days. Which was believed to be caused by extended charge times. This patient had an left ventricular assist device (lvad) and the patient was placed on a life vest awaiting the extraction of the products. The plan will be extract both products. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned, while the device was explanted. Both product were successfully replaced. No additional adverse patient effects were reported.